Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was advanced into the pancreatic duct to perform a stone lithotripsy. However, the basket failed to crush the stone (of unknown size) due to its hardness, which subsequently left the stone embedded within the basket. The nurse attached an inflation handle to the basket handle and began "pumping." Reportedly, after only a few "pumps" the blue handle of the basket broke. At this time, an unsuccessful attempt was made to cut the sheath and use an olympus handle as the wire was not able to be attached to the handle. A forceps device was then inserted and used to free the stone, which allowed for the basket to be withdrawn from the pancreatic duct and patient. A plastic stent was placed at the site to allow for continued drainage, and then the procedure was ended. Reportedly, the procedure was prolonged approximately one hour due to this event. On (B)(6) 2013, the patient returned and underwent a stone lithotripsy using a laser device. A bsc basket was then used to remove the stone fragments. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being well.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was advanced into the pancreatic duct to perform a stone lithotripsy. However, the basket failed to crush the stone (of unknown size) due to its hardness, which subsequently left the stone embedded within the basket. The nurse attached an inflation handle to the basket handle and began "pumping". Reportedly, after only a few "pumps" the blue handle of the basket broke. At this time, an unsuccessful attempt was made to cut the sheath and use an olympus handle as the wire was not able to be attached to the handle. A forceps device was then inserted and used to free the stone, which allowed for the basket to be withdrawn from the pancreatic duct and patient. A plastic stent was placed at the site to allow for continued drainage, and then the procedure was ended. Reportedly, the procedure was prolonged approximately one hour due to this event. On (B)(6) 2013 the patient returned and underwent a stone lithotripsy using a laser device. A bsc basket was then used to remove the stone fragments. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being well.

Manufacturer narrative:
(B)(4) for the reported issue of handle broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. The distal end of the heat shrink was cut apart, and the clear plastic sheath was pulled out of the device. The coil assembly was buckled and the side car-rx presented push-back approximately 3 mm. The wire basket assembly had been pulled distally out of the coil assembly, and the basket tip was found to be intact and the basket wires were without issue. The coil assembly was disassembled and both sections of the cut handle cannula were exposed for examination. The distal section of the cut handle cannula was attached to the pull wire. The proximal section of the handle cannula was examined and it was noted that the set screws were properly seated in the dimples during manufacturing. Additionally the handle cannula presented deep score/drag marks from the dimples to the proximal end as the cannula had been forcibly pulled out from the set screws. The set screws were also examined and found to be properly placed in the handle assembly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The condition of the returned incident device was consistent with the reported event. It was reported that the device was used within the pancreatic duct to perform a stone lithotripsy. The directions for use (dfu) provided with each device state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas". Therefore, the investigation concluded that this complaint is associated with an intentional use of a device materially contrary to it's intended purpose according to the labeling, instructions for use and or in the promotional material related to the device. The most probable root cause classification is user/use error. (B)(4).